Event description:
It was reported that during a davinci si sacrocolpopexy procedure, one of the patient side manipulator (psm) arms was jumping when articulating. The surgical staff replaced the davinci instrument and drape prior to calling isi technical support engineer (tse). With the assistance of a tse the customer reseated the instrument and powered off and powered on the system; however, the psm arm problem reoccurred. Surgeon complained that she had limited wrist movement and that the instrument was locked. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The field service engineer visited the site to inspect the patient side manipulator (psm); he performed a test drive, cable tension and sine cycle on the psm with no issues. The psm was replaced and returned to intuitive surgical for further inspection. The patient side manipulator is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm arm was returned to intuitive surgical for failure analysis investigation. During internal evaluation, the arm passed (B)(4) switch tests with all circuits reporting, and normal mode with no issues. The psm was tested with in-house test instrument, as the original instruments used during the procedure were not returned. The in-house test instrument jaws were moving smoothly with full range of motion. The cannula mount was current and the wrist output post heights were under specifications. Visual inspection found nothing unusual. The flex cable and connectors were intact and undamaged. Review of the log error codes did not show any error codes that could have caused or contributed to this failure. As of nov 2 2012, there have been no reported recurrences of the issue at this hospital.